Event description:
It was reported that the pt had undergone an spinal procedure using cage at t12 and posterior fixation at t11-l2. It was reported that the screw at t11 backed out post op. The revision surgery was performed approximately 12 days post op and the screw was explanted.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 8546040 was cleared in the us.